Event description:
Pump alarm 20 was reported while pumping. The impact on the customer's blood glucose level was not disclosed. Customer service assisted in loading a new cartridge, but the alarm recurred. As a result, technical support decided to replace the pump. The customer will use a backup insulin pump during this time.